Event description:
A center director reported a pt with epithelial ingrowth of the left eye at lasik post-operative visit. Additional information indicated a flap lift and rinse was performed and the reported event resolved after seven days.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue. Logfiles review shows that all treatments were completed to 100 percent and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the system was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).